Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In addition per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as reported, the loss of pacing capture during the deployment of the sapien valve caused the valve to embolize into the aorta. The embolized valve was pulled into the descending aorta, during this maneuver a dissection of the aorta occurred. The event was resolved with the placement of thoracic endoprosthesis and a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the

Event description:
It was reported that during deployment of a 26mm sapien valve, pacing capture was lost and the valve was ejected into the aorta. The surgical team was unable to reposition the valve in the native aortic valve; the valve was pulled over the aortic arch and deployed in the descending aorta. A thoracic endoprosthesis was placed through the sapien valve to help keep the leaflets open and repair the aortic dissection, which occurred when bringing the valve over the aortic arch and down into the descending aorta. An additional delivery system and 26mm sapien valve were prepared, positioned in the native aortic valve, and deployed without any further complications. The patient was transferred via stretcher in stable condition to the ICU.